Manufacturer narrative:
In previous report, the manufacturer reported information in box b and box h: type of reported complaint as serious injury. After pms decision has been changed, it was determined that the customer reported as product problem. The following correction has been updated in this report. In box b: adverse event or product problem as product problem was updated. In box h: type of reported complaint as product problem is updated. In box h6: health impact code was updated.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, mask scaring on bridge constant coughing of nose and other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.